Event description:
It was reported that shortly following the system implant procedure, the patient presented to the emergency department with syncopal symptoms. Diagnostic imaging was performed which confirmed that this right atrial (ra) lead had dislodged from the implant location. The physician subsequently surgically explanted and replaced the ra lead to resolve the event and no additional adverse patient effects were reported. The ra lead was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that shortly following the system implant procedure, the patient presented to the emergency department with syncopal symptoms. Diagnostic imaging was performed which confirmed that this right atrial (ra) lead had dislodged from the implant location. The physician subsequently surgically explanted and replaced the ra lead to resolve the event and no additional adverse patient effects were reported. The ra lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.